Event description:
It was reported that the customer was treated for unexplained high blood glucose in a medical facility. The nurse stated that she does not know how long the customer was wearing the infusion set, or since when the customer had a high blood glucose. The nurse stated that she did not have the insulin pump with her to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.